Manufacturer narrative:
Returned product consisted of an emerge balloon catheter. There were numerous kinks throughout the catheter. Microscopic examination revealed pinhole in the balloon material.

Event description:
It was reported that balloon pinhole was encountered. The target lesion was located in the distal left anterior descending artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, during inflation, some contrast on cine was noticed. Upon removal of the balloon, a small hole on the balloon was found. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon pinhole was encountered. The target lesion was located in the distal left anterior descending artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, during inflation, some contrast on cine was noticed. Upon removal of the balloon, a small hole on the balloon was found. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.